Manufacturer narrative:
No conclusion code available. Interrogation of the device revealed the device was at eos when received. Bench test results were normal. A longevity calculation was performed and no reason was found for why the eri to eos time period was less than a week. This indicated premature depletion had occurred. Battery analysis found an internal short within the battery. Premature battery depletion was confirmed and found to be caused by the internal short.

Event description:
It was reported that the patient presented in clinic for normal follow up. Upon interrogation, premature battery depletion was observed. The device was explanted and replaced. The patient had no adverse consequences during and post procedure.